Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The event can prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system as below. [Inspection of the endoscope]. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. [Inspection of the instrument channel]. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, the evaluation found the light guide lens was cracked, the connecting tube was dented and scratched, and the bending section cover was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the cleaning brush could not be inserted or removed from the gastrointestinal videoscope. The customer had no information about the foreign material in the scope. The instrument channel was aspirated with water, the channel outlet was wiped/brushed and the channel was brushed during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was residual foreign material coming out of the instrument channel. The report is being submitted due to foreign material in the scope found during evaluation.